Event description:
It was reported from (B)(6) that during a knee arthroplasty surgery, it was observed that the motor on the battery reciprocator device would not work. As a result, there was a five minute delay in the surgical procedure. An identical spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). The manufacturing location was unknown. Device manufacture date: the device manufacture date is currently unavailable. The actual device was returned and is currently pending evaluation. Once reliability engineering evaluates the device, a follow-up medwatch will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device did not run when power was applied. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to various worn components and bearings deterioration from normal wearout. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.